Event description:
It was reported that three days post implant, the pulse generator exhibited noise and oversensing on the atrial and ventricular channels. This caused inhibition for up to eight seconds on the pacemaker dependent patient. The patient was admitted to the hospital in 2009, complaining of syncope. The pulse generator was replaced.

Manufacturer narrative:
Na